Event description:
It was reported that at follow-up 7 episodes with 6 aborted shocks were found due to noise. One inappropriate shock was delivered as a result. Low impedance was also observed. The was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.